Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "interoperative or postoperative bone fracture and/or postoperative pain."

Event description:
It was reported patient underwent a left total knee arthroplasty on (B)(6) 2014. Subsequently, the patient was revised on (B)(6) 2015 due to pain specifically under the condyles of the femoral component. The femoral component and tibial bearing were removed and replaced.